Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to a sizing issue. Per the surgeon's follow-up response, "unable to insert valve (29mm) despite 29 sizer fitting. Inserted 27mm valve."

Event description:
The patient reported that the infusion device delivers 110% of the programmed basal rate. The patient reported that she did not program the basal rate into the infusion device. The patient also reported that the down button of the infusion device does not work properly. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. In 2009 (through follow up with the health care provider via fax), additional information and the operative report was received. A device history record review is in process. Sizing issue. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.